Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain at the ipg site. The patient stated she experienced a fall several months ago and after the fall she started to feel an uncomfortable burning sensation at the ipg site. Surgical intervention may be taken to address the issue.